Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Based on the results of the investigation, the reported issue was confirmed. According to the investigation it was presumed that the circuit board inside connector was broken, causing the suggested events. In additional, broken connector was confirmed, and it was presumed that irregular load was applied to the connector due to external stress such as hitting during user handling, leading to the breakage. However, the root cause could not be determined. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
Note - section e1 shortened from: (B)(6) due to character restrictions. The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the bronchovideoscope had a noisy image. The issue occurred during preparation for use. The procedure was completed using a similar device. There were no reports of patient harm.